Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that the infusion rate of methotrexate was increased by 20% but the pump still did not infuse the entire volume. The pharmacy leader follow-up indicated that the bag was filled and the pump is calibrated regularly. There was no patient harm.